Event description:
It was reported that the patient visited the clinic because of multiple shocks. The device was interrogated and lead noise was seen on the ventricular channel. The patient suffered 16 inappropriate shocks due to the lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.